Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise which was being interpreted as high ventricular rate episodes. No device intervention was performed but programming changes were discussed. No patient symptoms were reported.

Event description:
New information received indicated that the right ventricular lead continued to exhibit noise. Episodes of crosstalk were also noted. No device intervention was performed but programming changes were discussed. Patient was asymptomatic and will continue to be monitored.